Event description:
It was reported to adac that the detector #2 collided with the pt pallet and the cover of detector #2 was damaged. Auto mode was used to see the detector at the acquisition starting position. Pt pallet was a little out forward. In the normal operation, the gantry will start rotating after the pt pallet moves up to the level of rotation center. However, at that time, the gantry started the rotation without the pt pallet moving up. There was no injury to the pt.